Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that about 6 weeks after implant, there was an increase in the right atrial (ra) lead threshold and a high atrial threshold alert triggered about a week later. Because the patient had never paced the atrium, the physician decide to continue normal follow-up. The ra lead remains in use. No patient complications have been reported as a result of this event.